Event description:
Caller reported a malfunction on pump, identified by malfunction code 16. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact on the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin delivery and was informed that a replacement pump with updated software would be sent. Customer was advised to store and return the faulty pump using a pre-paid label within 10 days and acknowledged understanding of the process, including available training in their tandem source account.